Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual analysis of the device identified that one of the basket wire was broken but not fully detached. The handle was actuated, and the basket was able to open and close evidencing there was no basket detachment. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of basket detachment could not be confirmed. Furthermore, the basket wire broken but not fully detached, could be related to handling and manipulation of the device during preparation; it is probable that an excess of force applied to the device such as operational factors could lead to break the basket wire. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a zero tip basket was to be used in a removal of kidney stones procedure. During unpacking, it was found that the tip of the basket was damaged. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer showed that the basket was detached.

Event description:
It was reported that a zero tip basket was to be used in a removal of kidney stones procedure. During unpacking, it was found that the tip of the basket was damaged. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer showed that the basket was detached.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment.